Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence related to device fluid loss, leading to a replacement procedure. During the surgery, a hole was noted in the cuff. The cuff was the only component replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to fluid loss in the device. During the surgery, a hole was noted in the cuff. The cuff was the only component replaced. No patient complications were reported.